Manufacturer narrative:
(B)(4). A fuse 1g gastroscope was returned for analysis. A functional analysis was performed, and a leak was noted in the biopsy channel. The biopsy channel was replaced to resolve the issue. The reported leak is consistent with the passing of damaged or incorrect accessories through the biopsy channel, which could lead to a puncture of the channel and a resulting leak. Therefore, the most probable root cause for the reported leak is unintended use error caused or contributed to event. The reported patient infections are consistent with improper reprocessing of the scope which could cause or contribute to patient cross-contamination. Therefore, the most probable root cause for the reported patient infections is failure to follow instructions. A review of the device history record was performed, and nothing was found to indicate a possible service-related cause for the reported events.

Event description:
This report pertains to one device that was used during five procedures on the same date. It was reported to boston scientific corporation that a fuse 1g gastroscope was used during five gastroscopy procedures performed on (B)(6) 2019. According to the complainant, each patient was tested for h. Pylori during the procedure. Lab analysis revealed that all five patients tested positive for h. Pylori. The physician prescribed each patient three dosages of antibiotics (unknown) to treat the infection. Reportedly, the gastroscope was not properly reprocessed and tested by the facility's reprocessing technician. The complainant suspected that the scope had a leak that was not detected due to the improper reprocessing. The complainant confirmed that one technician was involved in the event, and one gastroscope was affected. The technician was terminated, and the facility considers the investigation to be concluded. There is nothing in the complaint record to suggest an inadequacy of the device or the manufacturer's reprocessing directions. In addition, a boston scientific field engineer has contacted the facility regarding follow-up training on the scope reprocessing procedure.